Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the device, and the customer was able to continue using the pump. If the malfunction recurs, the customer was instructed to call back, and they acknowledged and understood the guidance provided.